Event description:
The user presented at the clinic on (B)(6) 2019 and the family reported that the child had not been responding to sound with the device for the last week. Before this the user had benefit from the device. There was no accident or trauma reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user presented at the clinic on (B)(6) 2019 and the family reported that the child had not been responding to sound with the device for the last week. Before this the user had benefit from the device. There was no accident or trauma reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user presented at the clinic on (B)(6) 2019 and the family reported that the child had not been responding to sound with the device for the last week.